Manufacturer narrative:
The product did not disolve or absorb into the body.

Event description:
The doctor indicated that there were 10 cases, where the product was not absorbed by the body and bone growth did not occur. The site had to be re-grafted.